Event description:
Repeated accuracy issue with dexcom g7 sensor in which true blood glucose is off by greater than 50% of sensor's reading. On (B)(6) 2025, sensor showed too low to read (<45mg/dl) while repeated manual finger pricks shows blood glucose levels in excess of 390mg/dl. Similar occurrences happened on (B)(6) 2024 and (B)(6) 2025. Dexcom g7 is connected to tandem diabetes tslim x2 insulin pump which automatically changes insulin basal rates and gives boluses based on g7 readings. These inaccurate readings have resulted in the insulin pump executing incorrect actions. For example, on (B)(6) 2025, the insulin pump cut insulin basal due to low g7 readings ¿ further increasing the severity of the actual hyperglycemic event.